Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught on the leaflet causing damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the valve had restricted leaflets, resulting in difficult imaging. An xtw clip delivery system (cds) was advanced to the mitral valve and simultaneous grasping was performed. However, due the patient anatomy, the leaflets were unable to be grasped. Independent grasping was performed, but the leaflets were still unable to be grasped. During independent grasping, the physician knocked the device and the blue cap without the tactile marker and the blue latch detached from the cds. The gripper cap was able to be placed back on the cds however the latch fell to the floor therefore it was not placed on the device. It was then observed the anterior gripper became caught on the anterior leaflet. While attempted to remove the clip, it was observed the anterior gripper was unable to move. Troubleshooting was performed and the clip was successfully removed from the anterior leaflet and was retracted into the left atrium (la). While in the la, it was observed the anterior leaflet was damaged due to interaction with the gripper. The clip was closed without issues and was removed from the anatomy. Another xtw cds was advanced and grasping was performed. However, due to a patient anatomy and difficult imaging, the leaflets were unable to be grasped. Therefore, the device was removed and the procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported material separation of gripper lever latch. The reported material separation of the gripper cap could not be confirmed as the gripper cap ¿ no tactile marker was visible and intact on the gripper lever assembly. The reported image resolution poor, failure to grasp the leaflets and difficulty removing the device could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported leaflet grasping and difficult to remove from anatomy appear to be due to poor imaging in conjunction with challenging patient anatomy. The reported poor imaging was due to challenging patient anatomy. The reported material separation of gripper lever latch and cap appear to be a result from the user technique. The reported tissue damage was a result of procedural circumstances. However, the reported patient effect of tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.